Manufacturer narrative:
Additional info: patient identifiers were provided with the product return. The patient's date of birth (dob), gender, right eye affected, and weight were provided. The following sections have been updated accordingly: section a2: age/date of birth: (B)(6) 1976; section a3: sex/gender: male; section a4: weight: 236 lbs.; section a5: race/ethnicity: provided as baptist, jewish. Additional info: section d9: device available for evaluation? Yes; section d9: returned to manufacturer on: 9th october 2023; section h3: device evaluated by manufacturer¿ yes. Device evaluation: the product was returned and a visual inspection under magnification revealed that the complaint cartridge was received inside of the cartridge carton. The cartridge tip could be observed to be cracked and damaged in a way that would indicate that a piece of the cartridge was removed. Further inspection of the cartridge, revealed that there was trace amounts of viscoelastic residue dispersed throughout the length of the cartridge, suggesting that an appropriate amount of ovd/bss was used. The complaint issue "cartridge damaged" was not identified during photo and product evaluation. The observed "cartridge tip cracked/damaged" is similar to the reported complaint issue. However, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. Correction: in reviewing the initial MDR, it was noticed that the concomitant medical product information was inadvertently not included; therefore, it is captured in this supplemental report. Specific iol model was not provided; only provided as tecnis 1 piece iol. The following section has been updated accordingly: section d10: concomitant medical products: tecnis 1 piece lens. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a4, a5: information unknown/not provided. Section d6a: if implanted; give date: n/a (not applicable). The cartridge is not an implantable device. Section d6b: if explanted; give date: n/a (not applicable). The cartridge is not an implantable device. Section e1: telephone number: (B)(6). Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that tiny piece of the cartridge was found within the patient's operative eye. It was retrieved without incident. The lens was fully inserted and remains implanted. There was no vitrectomy, incision enlargement, or sutures required. The patient outcome was reported as unknown. No further information was provided.